Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 7.2 cm in diameter abdominal aortic aneurysm approximately one month ago. The vessel morphology was reported that there was a tight distal aorta approximately 17 mm and narrow down to 10 mm in diameter, moderate tortuosity and moderate to severe calcification. It was reported that the patient presented with a cold leg. The CT revealed that there was occlusion in the contralateral limb. There were no kinks in the device. The physician stated that the thrombosis resulting in occlusion of iliac limb was caused by the narrowing in the distal aorta. The physician successfully treated the occlusion with a fogerty balloon and a femoral to femoral bypass. They improved blood flow down one limb. Since the other limb was chronically occluded they did the fem-fem as extra precaution. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (graft occlusion). Results and conclusions: (small distal aorta and calcified iliacs).